Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information in h6.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy procedure, air was accidentally turned on. The patient presented with abdominal pain and diarrhea. The patient also had a sigmoid colon stricture due to diverticular colitis. The customer reports it took some time to negotiate the stricture and because of this time to dilate the stricture and together with a lack of knowledge that the air was on, it led to the perforation due to the over distention of the ascending colon. The perforation was 3mm in length. The perforation was clipped. It was identified that the nurse accidentally pressed the feature to introduce the air when preparing the scope. It was additionally reported that air and carbon dioxide gas was used for inflation. The patient underwent a laparoscopy and the perforation of the anterior wall of the cecum was confirmed. There was a mild soiling of the peritoneum with fecal matter and fluid also discovered. The endoscopic clip closure of the perforation was found to be watertight.